Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted blood in/on the helix/lobe mechanism.

Event description:
It was reported that during implant attempt, the stylet wouldn't go all the way down and then when the lead was removed, the helix was extended and no tool had been used. The lead was removed and not used. There were no patient complications reported as a result of this event.